Event description:
The facility's physician reported a free flow incident. The pump was infusing magnesium sulfate to a pregnant female pt. Reportedly, "when the line was disconnected from the pump, the free flow protection did not work as it was supposed to and a free flow occurred." Though reqiested, no additional information was provided regarding pt injury, medical intervention, magnesium sulfate and concentration, amount of magnesium sulfate the pt had received, process of unloading the IV set up of the pump.